Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. The patient was hospitalized for the event. On an unreported date, the patient was treated with vancomycin injection (1.5 grams, intraperitoneally and frequency was not reported), meropenem injection (1 gram, intraperitoneally and frequency was not reported) and an unspecified additional medication (dose, route and frequency were not reported) for peritonitis. At the time of this report, the patient was recovered and treatment was stopped. Pd therapy was ongoing. No additional information is available.